Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open right hemicolectomy. According to the reporter: the customer states that the instrument didn't complete the cutting after firing. The surgeon removed the staples and cut a little of the colon, then stitched the colon manually.